Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 408394 and lot number 3131293. The review did not reveal any detected abnormalities during the production process that could have contributed to this reported incident. As neither picture nor physical samples were available for return, a thorough sample analysis could not be completed. Based on the investigation results, an exact cause could not be determined for this reported event. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that bd whitacre needle broke during a procedure and had to be procedurally removed. The following information was provided by the initial reporter, translated from portuguese to english: the operating room team reported that during spinal anesthesia, a small fragment of the raqui whitacre ponta lapis 27gx3.1/2pol bd ref.408394 needle broke off and remained in the client's subarachnoid space. Material discarded due to contamination. All medicines/materials marked as: quarantine/physical = no - the (physical) product has been discarded because it is contaminated (not available for analysis), remaining only virtually (balance and value) in the quarantine stock awaiting resolution. Quarantine/physical = yes - the product is available for analysis (segregated in our quarantine). Additional info received 13. Dec.2023. Can you share the status of patient's condition? On (B)(6) 2023: patient discharged from hospital walking with nursing assistance in room air, with no complaints of pain. He continues to be monitored for leg injuries at the outpatients clinic. What safety measures were taken after the incident? The neurosurgeon was asked to evaluate the case and, after assessing and carrying out several radioscopies, a foreign body was found and it was decided to remove it. Was medical and/or surgical intervention required as a result of the incident (imaging tests, surgery, administration of medication, etc.)? (Detail) yes. The foreign body was removed in a surgical procedure carried out on (B)(6) 2023, marked by radioscopy by the neurosurgeon. Was the procedure successfully completed? Yes.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Manufacturer narrative:
A device history record review was completed for provided material number 408394 and lot number 3131293. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical nor picture samples were available for return, a thorough sample analysis could not be completed. Based on the investigation results, an exact cause could not be determined for this reported incident. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see narrative below.